Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
The customer reported that: a pt under went a surgical procedure of total hip replacement due to coxarthritis. On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to the wear of polyethylene insert implanted. The opinion of the surgeon is that the wear of the polyethylene insert is certainly due to the normal wear and not related to the product.